Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons after the customer jumped into the lake. The customer's blood glucose was 230 mg/dl. The device was placed in rice for a while. The caller stated that there was no moisture present in the insulin pump and the device was working, but it was difficult to push any buttons and the numbers were ramping up when they tired to set up anything. At the end of the phone call the customer's blood glucose was 162 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly and no unexpected scrolling numbers during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.